Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off. Review of the pump history confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Additionally, it was reported that the cartridge leaked from an unspecified location. The user's blood glucose (bg) level was 445 mg/dl. The bg level was addressed with a manual injection. The contact stated that the supplies would be changed.